Manufacturer narrative:
D9 device was not returned, but it was discarded. The investigation of the complaint could not be performed because no sample was returned. Customer stated that after cutting the tube the cuff would not inflate after gas was injected. The root cause could probably be during the use of the device as the cuff leak was discovered during use and not before tracheostomy procedure where the device came in contact with a sharp object during. Without out the device present or returned, no investigation was done to check reported complaint and determine the root cause to the reported failure.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal intubation and removal were difficult due to the patient's poor consciousness. Under the guidance of bronchoscope, bedside percutaneous tracheotomy was performed, and a suction-type trachea was inserted during the operation. After cutting the tube and accessories, the balloon could not be inflated (the balloon would not inflate after gas was injected), so it was replaced and re-inserted without affecting the patient's vital signs. There was patient involvement and no patient harm/adverse event reported.